Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: versa dial head: 113053, lot: 478620. Standard taper adapter: 118001, lot 963390. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a partial shoulder replacement on an unknown date. The surgeon wants to revise the construct to a reverse shoulder replacement for an unknown reason.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown humeral tray lot #: unknown; item #: unknown, unknown humeral bearing lot #: unknown; item #: unknown, unknown glenosphere lot #: unknown; item #: unknown, unknown glenoid baseplate lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02088, 0001825034 - 2021 - 02089, 0001825034 - 2021 - 02090, 0001825034 - 2021 - 02091.

Event description:
It was reported by pmi that a patient underwent an initial left shoulder arthroplasty on an unknown date. The patient is being considered for a pmi product on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.